Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 56507 was returned and analyzed. Visual inspection of the balloon catheter showed the shaft was kinked three inches from the tip. Smart chip verification indicated that the catheter has not been used. Without reprogramming the balloon catheter, it was connected to the console and no system notices were received; the balloon catheter was recognized. The balloon catheter could not be inserted through the sheath, while under vacuum and with the push button in the forward position. The balloon catheter was eventually inserted. The sheath and balloon catheter passed flush and aspiration testing without any issue. The outer diameter of the balloon catheter was within specification. X-ray imaging of the balloon catheter showed the pull wire and guidewire lumen were kinked at the location of the shaft kink. In conclusion, the balloon catheter failed the returned product inspection due to a guidewire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.